Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump was on pt. Symptom - the screen was blank and the stop pumping switch was on. Findings/actions taken: the symptom could not be reproduced. The pump ran for two hours, all connections were checked and the system was ok to use.